Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was symptomatic with sinus bradycardia. The right ventricular (rv) lead had high impedance, was not capturing at maximum output, and fracture was confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.